Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulator had not been on in sometime because the battery was dead since (B)(6) 2018. The patient stated that their pain symptoms had decreased and they were doing aquatic therapy to help and that was working for them. It was suggested that the patient contacted their healthcare provider (hcp) if they wanted their device checked for an overdischarge and to have it restarted. The patient indicated that they had a manufacturer representative¿s (rep¿s) contact information who they would call about their MRI. The event occurred in (B)(6) 2018. Additional information was later received by a healthcare provider (hcp) reiterating the report of the ins being depleted as it hadn¿t been used for sometime. It was reviewed that a physician mode recharge (pmr) would need to be done or MRI eligibility would need to be requested from the patient¿s managing hcp. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that he has not charged the ins in about 2 or 2.5 years. He was using the therapy and everything was fine and then he forgot to charge the ins for a while and when he went to charge the ins he was not able to connect to the ins with the pp or the insr. Patient was redirected to their hcp. The patient reported that they haven't recharged or used their scs in awhile. The reason for call was to get MRI information. The caller stated that the patient claimed the ins is completely dead, it won't turn on and they can't adjust settings or activate MRI mode. The patient claimed it has been years since the ins worked, about 2020. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. The caller reported that the patient plans to have the device removed in (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported they were looking to get their ins removed because the ins had been dead in charge for over 4 years. They had been trying to get it removed for 1.5 years and it was just now getting done. Their doctor thought about leaving the leads in the pt while only removing the ins. Pt inquired MRI eligibility if that was the case, agent reviewed. Pt noted they wanted to get the ins out so they could get mris done for their health since they have possible cancer. Pt noted they had met with manufacturer representative (rep) who tried to reboot the ins several times but it would not reboot. The ins would not hold a charge.